Manufacturer narrative:
Concomitant medical products: product ID 977d260, serial# (B)(4), implanted: (B)(6) 2016, product type: screening device. Product ID 977d260, serial# (B)(4), implanted: (B)(6) 2016, product type: screening device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via the manufacturer¿s representative regarding a patient who was implanted with for a trial neurostimulator. It was reported that the evening of the first day of the trial, the patient could not feel or move their legs and could not get up or walk on their own. It was noted that the patient already walked with a cane and was ¿very forgetful¿ as factors that may have led or contributed to the issue. The patient also complained of severe procedural pain. Paramedics took the patient to the hospital where they were admitted for a few days until they could walk on their own. It was advised that the stimulation from the external neurostimulator (ens) be turned off until they were released. The physician saw the patient today ordered a CT scan because the patient was still a little weak in the legs. The CT scan showed a little blood in the epidural space but nothing else. The physician felt the patient was fine to continue with the trial. No surgical interventions occurred or were planned. The patient did not resume the trial until nov. 28, 2016. The issue was reported as resolved at the time of report and the patient status was noted as ¿alive ¿ no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.